Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted. On 1/7/13 an adapter was added to this lead for an unknown lead repair. The procedure took place at (B)(6) medical center with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).